Event description:
The ge oec 9800 fluoroscopy system displayed filament regulator failure error code.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-calibrated the filament to restore proper function. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provided any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.